Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the right atrial lead exhibited drop in the p wave amplitude. No other anomalies were reported. It was believed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2017. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.